Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had problems with high blood glucose. Their high blood glucose started on (B)(6) 2017. They had a high blood glucose that was over 600 mg/dl on the night of (B)(6) 2017. They treated with a manual injection and it came down. Troubleshooting was not performed on the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.